Manufacturer narrative:
The processing unit was returned to the endochoice service center for evaluation and repair. It was determined that the unit initially turned off due to the circuit protection feature of the processing unit. It was found that the processing unit had a failed capacitor, from which the baseboard will be replaced.

Event description:
A fusebox was returned to the manufacturer's repair facility with a customer report that there was a loss of image during a case, as the fusebox processing unit shut down independently. A burning smell occurred upon restarting the processing unit. The case was concluded with normal operation without negative health consequence to any patient.